Event description:
The customer tested her blood glucose using her contour meter and received readings between 200-300 mg/dl. She retested using another meter and received a reading around 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.